Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. Treatment was not reported. It was not reported if the patient was hospitalized. Outcome of peritonitis was unknown. Additional information was requested, but is not available at this time. This is report 2 of 4.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter titanium adaptor. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).